Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested isolation the right hand side rail. This stopped the self-run, so the technical suggested replacing the right hand caregiver overlay. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.